Manufacturer narrative:
The explanted intraocular lens (iol) was returned to our manufacturing facility for evaluation. A visual inspection revealed that the lens was returned cut in three (3) pieces. The lens was inspected under microscope at 10x and was found with surface residuals adhered to both sides of the optic body compatible with handling lens in during the implant and explant process. Diopter measurement was not possible due to the condition of the returned lens as a result of the explant. All pertinent information available to abbott medical optics has been submitted.

Event description:
We received a report concerning a male patient who had an intraocular lens explanted from his right eye after experiencing unexpected post-operative refraction. The incision had to be enlarged for the removal of the device. It was reported that the outcome with the new lens was good and there were no patient complications.

Manufacturer narrative:
(B)(4). Placeholder.

Manufacturer narrative:
Date of implant: (B)(6) 2012. All pertinent information available to the manufacturer has been submitted.